Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board shows that the capacitor c15 of the (mc) board had leaked large amounts of electrolyte on the mc board. The electrolyte caused an electrical connection between 12v ovp and gnd under connector j6. The heat development caused the connector to partially melt and traces in the pcb to short which caused additional pcb damage. Due to the excessive damage the board could not be operated and the complaint ((B)(4)) could not be reproduced.

Event description:
The customer reported that the ventilator alarmed with blower temperature high error. The customer reported there was no patient involvement.